Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he received a failed battery test alarm and changed the battery on the insulin pump and received a button error alarm when trying to deliver a bolus. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace, but the insulin pump had no button error alarms. The insulin pump was received with currents within specification and no unexpected failed battery alarms. The insulin pump also had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.